Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that patient presented with left sided weakness and aphasia. There were no alarms. CT and cta were negative after 2 hours of symptoms. There were no power spikes provided. Log file analysis captured not unusual events. Additional information was requested but not provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the submitted log files appeared to show the system operating as intended. A direct correlation between the reported neurologic dysfunction and heartmate 3 left ventricular assist system (hm3 lvas), serial number: (B)(6) could not be conclusively established through this evaluation. The system controller event log file contains data from on (B)(6) 2020 at 19:52:32 through on (B)(6) 2020 at 16:44:03. Motor power ranged from 3.280-3.735 w, calculated average flow ranged from 3.1-4.5 lpm, and average pi was between 3.2 and 9.7. The fixed speed pump speed did not drop below the low speed limit for the duration of the file. No atypical alarms were captured. The lvad log files were also reviewed and were unremarkable. The system appeared to be operating as intended. The center reported that the patient presented emergently with left-sided weakness and aphasia. No alarms were reported. Computed tomography (CT) and computed tomography angiography (cta) were negative after 2 hours of symptoms. It was reported that there were no power spikes provided as a baseline while the center continued to evaluate the neurologic symptoms. Multiple requests for additional information were sent to the center; however, no further details were provided. The patient remains ongoing on hm3 lvas, serial number: (B)(6) and no related complaints have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2019. The hm3 lvas instructions for use (IFU) lists neurologic dysfunction as an adverse event that may be associated with the use of the hm3 lvas. No further information was provided. The manufacturer is closing the file on this event.